Event description:
A user facility reports that during intraocular lens (iol) implantation surgery, the capsular bag was torn and a vitrectomy was required. The association between this event and the iol is not known. Add'l info has been requested.